Event description:
It was reported that tip detachment occurred. The target lesion was located in slightly tortuous and slightly calcified left anterior descending artery. An opticross imaging catheter was used but failed to advance in to the lesion. During removal of the device it was noticed that the tip of the catheter was snapped off. No patient complications were reported and patient is fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed the telescope was kinked. Microscopic inspection revealed the guidewire exit port of the tip was found damaged (deformed/lifted).

Event description:
It was reported that tip detachment occurred. The target lesion was located in slightly tortuous and slightly calcified left anterior descending artery. An opticross imaging catheter was used but failed to advance in to the lesion. During removal of the device it was noticed that the tip of the catheter was snapped off. No patient complications were reported and patient is fine.